Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a liquid leak and a seal that was damaged allowing liquid to get into the mechanics. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device could not be dried after washing even though it had been 'blow dried" and had been in a drying cabinet, the device still sprayed water and could not be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.